Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00741, 0001822565-2019-04404, 0001822565-2019-04405, 3007963827-2019-00290, and 0002648920-2019-00742. Concomitant medical products: palacos r 1x40 single catalog#: 00111214001 lot#: 89664767, articular surface anterior constrained size blue catalog#: 00597605012 lot#: 63950858, femoral component precoat size g right catalog#: 00595001702 lot#: 63958991, stemmed tibial component precoat size 7 catalog#: 00598005701 lot#: 64155865. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient started having fluid on the knee. Around eleven months after the initial procedure, the patient was revised due to infection. All products were removed and replaced with antibiotic cement spacers.